Event description:
The customer reported white blood cell (wbc) vote outs (non-numeric results) and a diluent fluid leak of approximately 1ml from the manual probe of a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and replaced tubing that popped off (detached from) fitting on pinch valve (pv49) to resolve the leak and the wbc voteouts. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).